Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen [500 mcg/ml] at a dose of 85 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported on (B)(6) 2017 that the patient had significant swelling in the pocket following a recent pump implant. It was drained on consecutive days but kept occurring. The date of the event was reported to be ¿(B)(6) 2017¿ (note this is conflicting with the report that the swelling kept occurring/was drained on consecutive days when the dye study was done on (B)(6) 2017). It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. A dye study was done at 11:30 p.m. On (B)(6) 2017 showing leaking of dye. Surgical intervention was needed to reseat the connector. It was detailed that the catheter connector was not seated properly onto the pump and was leaking cerebrospinal fluid. The connector was surgically reseated and tested with saline and dye. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient¿s medical history included t8 spinal cord injury. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.